Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm at 4.0 lbs during prime test due to faulty force sensor resistor. The insulin pump had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during prime and fill. The customer's blood glucose was unknown at the time of incident. The customer stated that the compromised force sensor system alarm was recurring. The insulin pump will be returned for analysis.